Event description:
In 05 two gore tag thoracic endoprostheses were implanted to repair a descending thoracic aortic aneurysm. An intraoperative final angiogram did not reveal the presence of an endoleak. However, four months later a follow-up computed tomography scan revealed that the pt had an enlarging aneurysmal sack, which was attributed to a proximal type I endoleak. During a second procedure in 2/06 an angiogram was done which led the physician to conclude that the pt did not have a proximal type I endo leak but instead had a type ii endoleak. In order to treat the type ii endoleak, a third device was implanted. Another postoperative computed tomography scan was done, indicating that the endoleak had not resolved. The physician then reverted to his original diagnosis and believed that the pt had a type I endoleak. The physician plans to perform a diagnostic angiogram to confirm the presence of a type I endoleak.